Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after announcing and eating a meal, later believing the meal size was underestimated; the ilet was in normal mode with no recent target, weight, or time changes, no recent calibration discrepancies, no additional insulin taken, no exercise, and a recent fill tubing event completed while disconnected. Symptoms included hypoglycemia with a reported nadir of 65 mg/dl and approximately three hours below range, without loss of consciousness or need for medical intervention. Outcomes included self-treatment with oral carbohydrates and recovery toward normoglycemia without assistance or hospitalization. Investigation included complaint handling and user troubleshooting and education related to meal announcements and carbohydrate estimation. Investigation of this case revealed that the event was consistent with an incorrect meal announcement leading to excess insulin relative to intake and resultant low glucose, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related carbohydrate underestimation during meal announcement.